Event description:
Customer stated that the meter stopped working about 1 week ago but continued using the same amount of insulin as always. Customer alleges that the meter only makes a sound and will not read a result. Issue with meter remains unresolved. No adverse event reported. No further info has been reported.